Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor (gold). Motor passed motor test. Pump passed the operating currents test, self-test, unexpected restart error test, rewind, basic occlusions and displacement tests. Unable to perform the no delivery test due to prime anomaly noted. Pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown.